Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non specific product performance allegation. A new rv lead was implanted at the same procedure. No additional adverse patient effects were reported.